Manufacturer narrative:
The psm arm (pn 380900-01, sn (B)(4)) was returned to intuitive surgical, inc. (Isi) for evaluation. During failure analysis investigation the arm did not fail the in-house brake weight drop test. The axis-2 brake was however replaced and the arm was upgraded as a precaution. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that the patient side manipulator (psm) arm failed weighted brake drop test performed during preventative maintenance of the da vinci system. No patient injury or impact. The system was repaired by replacing the affected arm. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. Although this failure was found during preventative maintenance, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.